Manufacturer narrative:
Manufacturer's analysis could not confirm the customer comment that the device had very erratic electrograms (egms), however it was noted that the patient connection had disturbed pins and was unreliable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the electrograms (egms) from the analyzer were very erratic during lead measurements with a noisy baseline; a new analyzer was used. The analyzer has been returned for repair. No patient complications have been reported as a result of this event.